Event description:
Caller states, the aviva test strip vial reports the exp date as 4/30/2010. MFR reports the exp date as 4/30/2007. No adverse event reported. Requested return of suspect device and replacement was sent.